Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring c3 delivery system. The post deployment angiography showed a lack of apposition to the left aortic wall. After additional ballooning a small leak was visible during angiocardiography. An aortic extender component for proximal extension on the trunk was implanted. A further ballooning apparently left a small intimal tear, sandwiched to the wall by the extender. An endoleak was not present. The pt was discharged to the intensive treatment unit. During recovery the pt complained about back pain. Computer tomography was performed and demonstrated a rupture below the ostium of the right renal artery. Therefore, on (B)(6) 2013, an additional aortic extender component was implanted after the renal arteries were stented for proximal extension on the trunk-ipsilateral leg component. The post procedure performed angiography showed no leak. The pt tolerated the procedure and is doing well.

Manufacturer narrative:
The devices remains implanted therefore so no engineering investigation could be performed.